Manufacturer narrative:
The system was explanted and returned for analysis. Visual inspection of the returned device did not find any anomaly. Functional testing was performed and the device operated to specifications. Review of the patient's diagnostic data also showed no evidence of a device malfunction. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that the patient experienced incontinence. The symptoms were still present even when stimulation was turned off; however, the device was explanted. There have been no reports of further complications regarding this event.